Event description:
It was reported that during follow-up, it was thought that the left ventricular lead may have dislodged. Fluoroscopic imaging verified that dislodgement had occurred. On (B)(6) 2014, repositioning was attempted but was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.